Manufacturer narrative:
There were multiple medical device types. The information for each additional type is as follows: d.2. Medical device type: nqx, ooi, ozn. There were multiple PMA/510k numbers: g.5. PMA / 510(k)#: k111860, k120138, k130470. H6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results while running the c. Diff assay. The customer instrument run database was provided to bd service and quality for further analysis which revealed true low-level amplification in the suspected false positive samples, which were run adjacent to highly positive specimens. This complaint is unconfirmed as the root cause was determined to be due to contamination through historical database analysis for the instrument. The instrument was confirmed to meet bd specifications. Sample analysis consisted of the customer instrument database. Analysis by bd quality revealed evidence of true amplification in the lanes of the suspected false positive results and potential contamination. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was an unspecified number of clostridium difficile false positive patient results. The pcr curve was unusual, so the test was repeated, and the result was c diff negative. There was no report of patient impact.